Manufacturer narrative:
The investigation determined that lower than expected quality control (qc) results were obtained from a non-vitros biorad control fluid tested using vitros immunodiagnostic products total b hcg ii reagent (b-hcg) lot 2440 in combination with a vitros 5600 integrated system. A definitive cause of the lower than expected vitros b-hcg result was not determined. Quality control results were acceptable prior to the event, but no precision testing was conducted around the time of the event to verify instrument performance. Therefore, an instrument issue cannot be ruled out. It is possible the customer used the biorad quality control fluids later than 14 days after the fluid was thawed, which does not follow guidelines indicating to use the quality control fluid within 14 days of thawing. Therefore, the incorrect use of the biorad quality control fluid cannot be ruled out as a contributor to the event. Following the use of fresh biorad quality control fluids, there have been no further issues with quality control results. A vitros immunodiagnostic products total b hcg ii reagent issue is an unlikely contributor to the event, as historical quality control results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros immunodiagnostic products total b hcg ii reagent lot 2440.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected non-vitros (biorad) quality control results when tested using vitros immunodiagnostic products total b hcg ii reagent (b-hcg) on a vitros 5600 integrated system. Biorad l1, vitros b-hcg result of 3.89 miu/ml versus peer mean result of 6.9 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros b-hcg result was obtained when the customer was processing a non-patient, quality control fluid. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).